Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate the reported issue, a functional test was performed and the customer's problem was confirmed. The pump was found to be displaying "1870" error code message on power up during the investigation. The motor was replaced to resolve the issue. No further actions taken.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was a lec 1870 error message. This occurred during testing. There was no patient involved.